Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 MDR's filed for the same patient (reference 1825034-2014-06269 and -08537).

Event description:
It was reported that patient enrolled in a retrospective clinical study underwent a left femoral resurfacing procedure on (B)(6) 2009. During post-operative monitoring, adverse wear was noted on (B)(6) 2011. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. Review of invoice history record indicates patient underwent a total left hip arthroplasty (B)(6) 2009, not a femoral resurfacing procedure reported by the initial reporter. Additional information received reports patient was revised (B)(6) 2012 due to adverse wear. The cup, taper adapter and head were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to correct information that was reported in error on a previous medwatch. Corrected data: upon review of complaint, it was noted that this patient underwent a total hip arthroplasty on (B)(6) 2009 rather than a hip resurfacing procedure as previously reported.

Event description:
It was reported that patient enrolled in a retrospective clinical study underwent a left total hip arthroplasty on (B)(6) 2009. During post-operative monitoring, adverse wear was noted on (B)(6) 2011. These findings were found due to follow up monitoring. Additional information received reports patient was revised (B)(6) 2012 due to adverse wear. The cup, taper adapter and head were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information that was unknown at the time of the initial medwatch. Corrected data: event description ¿ patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event. Device product code has been corrected in this report there are warnings in the package insert that state that these types of events can occur: ¿wear and/or deformation of articulating surfaces.¿ this report is number 1 of 3 MDR's filed for the same event (reference 1825034-2014-06269 and 1825034-2014-08083 / -08084).

Event description:
It was reported that patient enrolled in a retrospective clinical study underwent a left femoral resurfacing procedure on (B)(6) 2009. During post-operative monitoring, adverse wear was noted on (B)(6) 2011. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. Additional information received reports patient was revised (B)(6) 2012 due to unknown reasons. The cup and head were removed and replaced. Invoice records indicate a second revision occurred (B)(6) 2013 due to unknown reasons. The cup and head were removed and replaced.

Event description:
It was reported that patient enrolled in a clinical study underwent a left femoral resurfacing procedure on (B)(6) 2009. During post-operative monitoring, adverse wear was noted on (B)(6) 2011. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. There has been no reported revision procedure to date. An invoice history could not be located to confirm the surgery date.